Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was changing her insulin pump when she received a no delivery alarm. Customer's blood glucose was 595 mg/dl. Customer treated with the pump and felt okay to troubleshoot. Customer stated that this happened 2-3 times before she was able to fill the tubing. Customer ran a manual prime and the insulin did exit. Customer stated that 5.5 flashed on the screen with no interruptions. Customer was advised that the pump was working as designed. Customer received a finish loading alarm during troubleshooting. Customer's blood glucose was 537 mg/dl at the end of the call and was still coming down. Customer declined troubleshooting.